Event description:
Within 72 hours of bi-ventricular assist device (vad) implant the left vad (lvad) controller was alarming with electrical and high watt alarms. The alarms were reproducible with driveline and/or controller movement. A review of the log files confirmed the event. The site conferred with multiple manufacturing resources for a plan to address alarms on the left controller/driveline. The decision made by the site to proceed with a driveline cleaning. The patient was taken to the operating room (or) and cannulated for veno-arterial extracorporeal membrane oxygenation (va ECMO) under fluoroscopy. Both the left and right vads were turned off via monitor once ECMO circuit was established. The lvad driveline was disconnected from the controller. Some contamination was seen only in the controller connection. Cleaning performed by the manufacturer's rep per manufacturer's procedure. The controller was replaced with a new primary controller. Both pumps turned back on at previous speeds (r 2080 and l 2800) and ECMO circuit was discontinued. Flows were reestablished with minimal volume resuscitation in the or. It was indicated that the action solved the problem with verification of the repair action. The patient returned to the ICU. This is report 2 of 2.

Manufacturer narrative:
Log file analysis review date: (B)(6) 2015, dated through (B)(6) 2015-(B)(6) 2015: normal power consumption. Additional notes: waveforms indicate a slight decrease in power consumption over the last 24 hours the ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is two of two reports (3007042319-2015-00762 and 3007042319-2015-00763) submitted for devices related to the same event.